Event description:
Caller (distributor representative) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.0, lab: 1.2. Pt is a doctor and prescribed the meter for himself. Distributor representative believes that the pt has been adjusting his own dosage. No other information provided.

Manufacturer narrative:
Investigation pending.